Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.00/1.0/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Elevated iop (24mmhg) without pupil block and angle closure was assessed on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length spherical lens and this resolved the problem.